Manufacturer narrative:
Correction: section h10: unique device identifier (UDI#): the UDI is unknown because the lot number was not provided instead of blank.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was having suicidal ideations and a depressive episode. The issue was resolved with medication.